Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2017, this patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic dissection. The device was implanted without issue. The patient tolerated the procedure. On an unknown date in (B)(6) 2017 (but within 30 days from the procedure), a follow up computed tomography (CT) revealed a new dissection at proximal edge of (B)(4). The re-intervention was planned. No further information is available.

Manufacturer narrative:
On (B)(6) 2017 a reintervention was performed to treat the dissection.